Event description:
Same as manufacture # 6000089-2005-00301, 6000089-205-00303. 2 days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 2005 he pt presented to the cath lab with a severely calcified and non-tortuous mid left anterior descending artery (lad). The lad was predilated with a 2.5 x 15 mm maverick balloon. After predilation the physician successfully deployed 3 taxus express2 - 2.50 x 16, 2.50 x 16, 2.50 x 8 mm drug eluting stents. Two days later the pt presented to the cath lab and was determined to have a sub-acute thrombosis in the taxus stents. It is noted that the physician does not believe the thrombosis is related to the taxus stents. The thrombosis was dilated with a 2.0 x 15 and a 2.5 x 15 mm maverick balloon. After predilation the physician implanted 4 driver stents - 2.5 x 12, 2.75 x 18, 2.25 x 24 and 2.0 x 18 mm. The pt expired that evening.